Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 33-year-old female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to (B)(6) 2009 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2009 for contraception, famotidine from 2011 to 2015 for gastrointestinal infection, meloxicam since (B)(6) 2009 for rheumatoid arthritis as well as fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2009 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2018, naproxen, ondansetron (zofran) and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic, chronic') and genital haemorrhage ('gen. Abnormal bleed') in a 33-year-old female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included antiphospholipid syndrome, anxiety, kidney pain and hematuria. Concurrent conditions included rheumatoid arthritis, raynaud's syndrome, joint pain, diarrhea, hiatal hernia, clostridium difficile infection, blood in stool, seizures, stomach pain, fibrocystic breast disease, campylobacter intestinal infection, peptic ulcer disease, gastroesophageal reflux disease, rectal bleeding, ischemic colitis, tachycardia, unilateral vision loss, shortness of breath, ear pain, dysgeusia, rhinitis, ovarian cyst, hypothyroidism, haemorrhoids and renal calculus. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to (B)(6) 2009 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2009 for contraception, famotidine from 2011 to 2015 for gastrointestinal infection, meloxicam since (B)(6) 2009 for rheumatoid arthritis as well as fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2009 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2018, naproxen, ondansetron (zofran) and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: mental anguish\ psych injury"), depression ("psychological or psychiatric problems condition: depression\psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)\ chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal infection ("claiming bladder/urinary problems: vaginal infect., vaginal discharge") and vaginal discharge ("claiming bladder/urinary problems: vaginal infect., vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, nausea, dysmenorrhoea, abdominal pain, back pain, headache, vaginal infection and vaginal discharge had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6)2009 and (B)(6)2013. Patient received treatment for pain-pelvic/abdominal, chronic dysmenorrhea (cramping),back.,bleeding : menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed,bladder/urinary problems: vaginal infect., vaginal discharge, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, headaches. Abdominal pain, back pain, nausea, cramps, migraine, menorrhagia, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events abnormal bleeding(vaginal) and urinary tract infection was update to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic') and genital haemorrhage ('gen. Abnormal bleed') in a 33-year-old female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to (B)(6) 2009 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2009 for contraception, famotidine from 2011 to 2015 for gastrointestinal infection, meloxicam since (B)(6) 2009 for rheumatoid arthritis as well as fluoxetine hydrochloride (prozac), hydrocodone bitartrate; paracetamol (norco) from (B)(6) 2009 to (B)(6) 2018, hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2018, naproxen, ondansetron (zofran) and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: mental anguish\ psych injury"), depression ("psychological or psychiatric problems condition: depression\psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)\ chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal infection ("claiming bladder/urinary problems: vaginal infect., vaginal discharge") and vaginal discharge ("claiming bladder/urinary problems: vaginal infect., vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, abdominal pain, back pain, headache, vaginal infection and vaginal discharge had resolved and the vaginal haemorrhage, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2013. Patient received treatment for pain-pelvic/abdominal, chronic dysmenorrhea (cramping),back.,bleeding : menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed,bladder/urinary problems: vaginal infect., vaginal discharge, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events-vaginal infect., vaginal discharge, headaches, gen. Abnormal bleed were added. Event outcome of pelvic pain, back pain abdominal pain was updated from recovering\resolving to recovered\resolved and other events outcome of dysmenorrhea, menorrhagia, nausea was updated from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic, chronic') and genital haemorrhage ('gen. Abnormal bleed') in a 33-year-old female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included antiphospholipid syndrome, anxiety, kidney pain and hematuria. Concurrent conditions included rheumatoid arthritis, raynaud's syndrome, joint pain, diarrhea, hiatal hernia, clostridium difficile infection, blood in stool, seizures, stomach pain, fibrocystic breast disease, campylobacter intestinal infection, peptic ulcer disease, gastroesophageal reflux disease, rectal bleeding, ischemic colitis, tachycardia, unilateral vision loss, shortness of breath, ear pain, dysgeusia, rhinitis, ovarian cyst, hypothyroidism, haemorrhoids and renal calculus. Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 for contraception, famotidine from 2011 to 2015 for gastrointestinal infection, meloxicam since mar(B)(6) 2009 for rheumatoid arthritis as well as fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco) from (B)(6)2009 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2018, naproxen, ondansetron (zofran) and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6)november 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)\ menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: mental anguish\ psych injury"), depression ("psychological or psychiatric problems condition: depression\psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)\ chronic dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal infection ("claiming bladder/urinary problems: vaginal infect., vaginal discharge") and vaginal discharge ("claiming bladder/urinary problems: vaginal infect., vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, nausea, dysmenorrhoea, abdominal pain, back pain, headache, vaginal infection and vaginal discharge had resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6)2013. Patient received treatment for pain-pelvic/abdominal, chronic dysmenorrhea (cramping), back, bleeding : menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed,bladder/urinary problems: vaginal infect., vaginal discharge, migraine, headaches and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, headaches. Abdominal pain, back pain, nausea, cramps, migraine, menorrhagia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case should be mark for deletion due to potential duplicate of case 2018-215062. All the information were transferred from retention case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 664441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included drospirenone;ethinylestradiol (yasmin) from (B)(6) 2009 to (B)(6) 2009 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2009 for contraception, famotidine from 2011 to 2015 for gastrointestinal infection, meloxicam since (B)(6) 2009 for rheumatoid arthritis as well as fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2009 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2009 to (B)(6) 2018, naproxen, ondansetron (zofran) and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-aug-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs-abnormal bleeding (vaginal)¸ abnormal bleeding (menorrhagia), urinary tract infection, depression, mental anguish, migraine headache, nausea, dysmenorrhea (cramping), abdominal pain, back pain. Reporter information, concomitant drug, events onset date, events outcome were added. Essure insertion date were updated. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.